Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that dark screen station and not powering up. A field service engineer (fse) disconnected all components and attempted to reboot using only the power supply but was unsuccessful. Retrieved a replacement power supply from the depot, installed it, and successfully tested the unit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.